Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with problems with the vacuum during the irrigation / aspiration portion of a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: the system and the I/a handpieces were examined and the reported event was not replicated. The customer was then informed of common methods of troubleshooting should the issue occur in the future. The system was tested and found to meet product specifications. The system was manufactured on june 28, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).